Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the prong for the battery connector board was broken. There was no report of patient involvement.